Manufacturer narrative:
Manufacturer¿s ref# (B)(4). E) phone number: (B)(6). G4) similar to device marketed under 510(k)/PMA: k150964. Summary of investigational findings: on (B)(6) 2026, a contrast catheter was introduced via the right femoral artery approach. After connecting the flipper coil to the delivery system, deployment was attempted; however, premature detachment occurred, and the coil migrated into the aorta. The migrated coil was successfully retrieved using a snare device. Subsequently, a new coil of the same model was prepared, and the flipper coil was successfully deployed at the target site. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use (IFU) and/or label. A definitive cause could not be determined from the investigation. Possible cause is if the coil and delivery wire was not properly connected as described in the IFU before advancing further into the catheter. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2026, a contrast catheter was introduced via the right femoral artery approach. After connecting the flipper coil to the delivery system, deployment was attempted; however, premature detachment occurred, and the coil migrated into the aorta. The migrated coil was successfully retrieved using a snare device. Subsequently, a new coil of the same model was prepared, and the flipper coil was successfully deployed at the target site. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.